Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient was hospitalized for 2 days, due to a cellulitis infection at the insertion site with pus, inflammation and high blood glucose (bg) levels of 26.3 mmol/l (473.4 mg/dl) while wearing the pod on thee leg between 4 and 24 hours. Multiple corrections were administered using the pod but the bg levels did not decrease. At the hospital, the patient was placed on a drip of antibiotics (name unspecified) glucose, insulin was manually given and was prescribed antibiotics (coamoxiclav 10ml) to be taken 3 times a day for 6 days after discharge. The pod was discarded.